Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons after two years of being implanted. New device was implanted. No additional adverse patient effects were reported. Additional information was received that there was no any allegation against the this device, therefore, this complaint does not longer meet the complaint criteria.

Manufacturer narrative:
Correction field b5: describe event or problem h3 other text : complaint does not meet the event criteria per bsc sales representative, therefore, no analysis was performed.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons after two years of being implanted. New device was implanted. No additional adverse patient effects were reported.